Event description:
Patient was treated in 04/2004. Thermage was notified of adverse event in 11/2004. Immediately post treatment the patient developed redness, swelling adn welting over lower face area. At three months post treatment divots were observed under cheekbone about the size of a quarter and about 2mm deep. The patient's dentist noted two cracked metal crowns right below the divots.